Event description:
A malfunction was reported on the pump, but no notable events occurred before it. There was no reported impact on the customer's blood glucose level. The technical support team provided the caller with instructions on how to reset the pump, assisted in its execution, and confirmed the malfunction code did not recur. The customer was advised to continue using the pump and to call back if any further issues occurred, which they acknowledged and understood.